Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient experienced strong headache and loss of consciousness. The patient´s husband found the patient unconscious; the patient was treated with apple juice. The patient recovered and was just feeling groggy at the time of the report. At some unspecified time of the event the cgm was reading 105 mg/dl and the blood glucose reading was 45 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.